Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview hempro evh system was already broken when the package was opened. The cone tip had separated form the juicer, before it was removed from the accessory tray. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).